Event description:
A report was received through ballard medical's distributor that, during the first suctioning, the catheter of the trach care came off from the catheter cone adapter during use. The trach care product is labeled for up to 72 hours of use. Info preceeding and following the malfunction was not provided. The distributor stated that there was no pt injury or medical intervention.